Manufacturer narrative:
No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's pump is alarming for no disposable. The caller was instructed to hit the start and stop button to silence the alarm, the settings were reviewed and pump was powered off. The clamp was closed and the cassette was removed. The caller was instructed to gently tap the cassette to disperse air bubbles in the line. The cassette was replaced and the pump was powered on. The clamp on the tubing was released and the pump was restarted at which time the pump screen read run. No patient injury was reported.